Event description:
Per medwatch report received it was reported by the customer that during a procedure, while utilizing the pulsar system, it was noted that there was more "arcing" then usual when using the cutting function. The settings were 6-8 respectively and the system was being used for subcutaneous cut-down during a generator change out procedure. A new device was used from a different lot number. No patient impact.

Manufacturer narrative:
Product event # (B)(4). Eval code method/results: facility disposed of device. Device is not available for return and inspection. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.